Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal prialt (ziconotide) and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported they had been in a lot more pain over the weekend. They get up to 8 boluses a day and had been using somewhere between 5-7. Patient reported the communicator did not hold a charge and when it gets to 90% it just sits there for a minute. The issue had been going on since day one and even when the doctor does the interrogation of the pump it gets stuck at 90% and they had to sit there and wait for it to respond. Reviewed how to clear the data in the device and patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.